Manufacturer narrative:
The manufacturer attempted to retrieve additional information on the event and the device involved. However, no further information has been received to date. As the device was not returned and the serial number was not provided, no further investigation is possible at this time. Since the device was not received for analysis and the serial number was not provided, no device investigation can be performed. As such, the root cause of the event cannot be determined. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval IFU. Should any further information be received in the future, the manufacturer will provide an update to this reporting activity.

Manufacturer narrative:
Device remains implanted.

Event description:
The manufacturer received information on this event through the publication ''mycobacterium chimaera. A lethal enemy of cardiac surgery'' by ferrer et al. Based on the information reported on the paper, due to symptomatic severe aortic stenosis and significant disease of the left anterior descending (lad) coronary artery, a patient underwent aortic valve replacement with a perceval s bioprosthesis and left internal mammary artery to lad coronary bypass graft in (B)(6) 2016. Ten days after surgery, a ddd pacemaker was implanted due to complete atrioventricular block.